Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.